Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the ruby coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the ruby coil flushed out. The procedure was completed using the same microcatheter and a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report 3005168196-2019-01107: changed device code from 4044 to 4045.